Manufacturer narrative:
A ge service rep provided telephone support to the customer. The customer was able to restore operation by rebooting the system. Per the customer, the system was then found to be operating as intended.

Event description:
The customer reported the system's camera failed to operate. No report of pt injury.